Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator (ins) would not communicate with the implantable neurostimulator recharger (insr) or the patient programmer (pp). The patient noted that they had not charged their ins in a couple of months because they did not have a working recharger. In the end, the patient was re-directed to follow-up with their healthcare professional (hcp) for a possible overdischarge. Additional information was received from a manufacturer representative and a consumer regarding the patient. It was reported that the manufacturer representative was having difficulties performing the trickle charge. The patient had not used or charged his device in 2-3 months. When using the implantable neurostimulator recharger for a physician mode restart, the manufacturer representative saw icons to reposition the antenna and heard 3 beeps. The manufacturer representative was able to successfully perform the physician mode restart and the normal recharge screen was displaying; however, the patient could not get the clinician programmer to connect with the implant. It was reviewed that the patient should continue to charge and then after 25% charge, the manufacturer representative can then connect with the clinician programmer and clear the power on reset message. Additional information was received from the patient. It was reported the ins was confirmed to be overdischarged and the issue was resolved. Additional information received stated that the ins would now not hold a charge for very long and would shut if in "irregular frequencies."